Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site was having issues tracking the biopsy needles. Multiple health care professionals (hcp) attempted to trouble shoot the issue but nothing resolved the issue, the site tried using another biopsy needle but that one didn¿t work either. The site decided to advance the needle to biopsy without live tracking update of the needle position, opting to follow the plan and the guide stop measurement calculated from the targeting aspect of the procedure. The procedure was delayed less than an hour. No impact on patient outcome.

Manufacturer narrative:
The biopsy needle was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The biopsy needle was found to be fully functional with normal tracking. No problems found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site was having issues tracking the biopsy needles. Multiple health care professionals (hcp) attempted to trouble shoot the issue but nothing resolved the issue, the site tried using another biopsy needle but that one didn¿t work either. The site decided to advance the needle to biopsy without live tracking update of the needle position, opting to follow the plan and the guide stop measurement calculated from the targeting aspect of the procedure. The procedure was delayed less than an hour. No impact on patient outcome.